Event description:
Sudden change in pt's condition. Acutely short of breath, tachycardic and unresponsive. Through the introducer line, columns of air interspaced with fluid were identified and oscillating with respirations. The stopcock on the introducer was immediately closed. A crack in the stopcock was noted.